Event description:
It was reported that there this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient. This report also contains a correction to device name and information in section b5 and d2a.

Event description:
It was reported that there this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.